Event description:
It was reported "the helium line was withdrawn when the machine was working after placement and the balloon was withdrawn and the anterior end of the balloon was found to be fractured". Additional information states that the catheter was removed and not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5 ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A bend to the iabc central lumen within the flex-tip assembly area at approximately 5.1cm from the iabc distal tip. The iabc outer lumen was noted damaged at approximately 31.5cm from the iabc distal tip; the appearance of the damaged outer lumen is consistent with being crushed/pinched. Liquid green media was noted on the exterior surfaces of the returned sample. Liquid blood/green media was noted within the helium pathway. No other damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Blood exited. The iabc was leak tested in accordance with test-ing methods from manufacturing procedure. A leak was immediately detected from the outer lumen. Under microscopic inspection, the leak site was confirmed that the location of the previously noted damaged outer lumen during the visual inspection. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.2cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. Blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab leak suspected is confirmed. During the investigation, the outer lumen was noted damaged, and a leak was noted resulting from the damaged outer lumen which caused the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged outer lumen. The root cause of the damaged outer lumen is undetermined; a potential cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the helium line was withdrawn when the machine was working after placement and the balloon was withdrawn and the anterior end of the balloon was found to be fractured". Additional information states that the catheter was removed and not replaced. The patient's current condition is reported as "fine".